Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple occlusions alarms occurred. Upon troubleshooting with tandem technical support, the customer reloaded a cartridge and received a minimum fill notification for a cartridge that had more than 100 units of insulin. Additionally, customer did not observe dripping insulin from the patient cartridge line. Customer's blood glucose was 202-310 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.